Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided a complete guide to reset the pump, and successfully reset the sensor without encountering the error again.